Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced two infusion set fell off events during use on (B)(6) 2024. The sets were in use for less than 12 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1894508 - MDR 3003442380-2024-09852 - device 1 of 2.